Manufacturer narrative:
Report sent: 09/10/2007.

Event description:
Procedure type: laparoscopic colorectal tumors; sigmoidectomy. According to the reporter, after the device was fired, it was difficult to remove it from the anastomosis site. The doctor was afraid that the device did not completely cut the tissue. The anastomosis was then over-sewn. Reportedly, a leakage was found three days post-operatively. Another operation was then performed to treat the leakage.